Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed the back light check. No back light anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no unexpected a21 alarm or unexpected pump setting history reset noted. Device uploaded properly using care link. Device was monitored for two days. No charge/battery anomaly, unexpected low battery alarm, off no power alarm or unexpected pump settings history reset noted. No drive/motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s motor was louder than usual, backlight did not always work, changing batteries every 5-7 days, insulin pump had lost settings and gotten random no delivery. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.